Event description:
It was reported that on (B)(6) 2011, and apogee sling mesh extrusion was excised and closed.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.